Manufacturer narrative:
The investigation requested of the supplier determined that the rubber springs that should keep the pin in the cavity were worn; this seemed to be the cause of the failure to create a venting hole in the cap. All of the rubber springs were replaced in the molding cavity; additionally, the molding staff will be made aware of the potential for this type of failure, and the general condition of the rubber springs will be assessed more frequently.

Manufacturer narrative:
The returned device was evaluated with a visual and functional analysis. One single flothru dpt kit with IV set and pressure tubing was received for examination. The IV set and pressure tubing were not connected to the dpt luer. The IV tube remained coiled with a paper band and appeared not used. There was no hole on the male vented cap at the vent port of the zero-stopcock, which is not acceptable, per the product drawing. Visual examinations were performed at 10x magnification. The customer report was confirmed as related to the manufacturing process at a supplier. A request was made to the third party manufacturer, elcam, to investigate the root cause and propose a corrective action plan. A review of the manufacturing records indicated that the product met specifications upon release. A supplemental report will be submitted at the completion of their investigation.

Event description:
The complaint report stated that there was no hole in the vented cap of the zero stopcock; this was detected before use. In this configuration, both ends of the fluid path were closed during sterilization; thus, the sterility of the device could not be verified.